Event description:
It was alleged that an overinfusion of heparin occurred during use on a patient. It was noted that the device "changed rate" during the infusion on channel a. It was further noted that some type of medical intervention was given.